Event description:
A physician reported a pt who was treated with two formulations of collagen on 11/4/97 in the nasolabial folds, oral commissures and both cheeks. On 12/1/97, the pt phoned the physician and reported lumpiness and redness at all treatment sites, (onset date not known). The pt was advised to come into the physician's office, but did not. On 1/5/98, the pt was seen in the office and it was noted she had a red raised area at the nasolabial folds. The physician diagnosed a hypersensitivity, and prescribed elocon cream and oral benadryl. On 2/2/19988, the pt phoned the office and stated that there was redness and swelling at all treatment sites. On 2/27/1998, the pt that the symptoms continued, and the physician prescribed oral benadryl. No further medical or surgical intervention was planned or prescribed.